Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separated finger sticks. Reporter's results were 329, 322, 286 and 420mg/dl. Reporter was experiencing hunger, nausea and frequent urination. A control test was not done due to unavailability of supplies. On follow-up, a control solution test was in range, 135 (96-145). The reporter checked the confirmation dot, and described an accurate technique of applying blood. Reporter has not cleaned the meter. No harm was alleged.